Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a consumer and healthcare professional (hcp) via a manufacturer representative reported the consumer presented for routine implantable neurostimulator (ins) check and noted that for the last month she had become increasingly incontinent and bloated with increasing abdominal pain. The consumer had been unable to communicate with the device using her patient programmer. The last routine check was in (B)(6) 2016 and estimated longevity on the active program then was 42 months. No known factors noted to have led to the event. Troubleshooting noted as ¿x-ray of lead and ins ¿ nad.¿ it was noted that the device seemed to have an early battery depletion. A replacement was scheduled for (B)(6) 2017 and the issue was not resolved. Additional information received reported the ins was replaced. Telemetry was again attempted with the ins prior to disconnection and was unable to be established. The old ins was disconnected and a new ins connected to the lead. Prior to wound closure, impedances were checked and found to be normal. Amplitude requirements on new device were much lower than on old device: 0.7 v on c2 on new ins versus 2.45 v recorded for c2 on old ins.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis found the ins, model 3058, serial no.(B)(4), ins battery normal end of life, no telemetry and no output. Analysis observed no output or telemetry on the implantable neurostimulator (ins) and determined normal battery depletion. Analysis determined that no telemetry was observed with an n'vision clinician programmer. A computer longevity estimate was completed based on the information received in the returned paperwork. If information is provided in the future, a supplemental report will be issued.